Event description:
It was reported during a low anterior resection procedure, staple line came apart during the introduction of the circular stapler transanally. The device cut and stapled fine with no leaks prior to introduction of circular stapler. The surgeon opted to perform a colostomy. There was no other patient consequence reported.

Manufacturer narrative:
Date sent: 10/30/2006 information is unavailable; device was not returned for evaluation.